Event description:
An unused dialyzer was reported to have failed the pre-processing leak test. There was no pt involvement with this event. The user facility reported that this was the second occurrence of leakage during pre-processing on this lot number of dialyzer. There was no additional info regarding the other occurrence and no sample was retained.